Event description:
Pt on cvvhd when "incorrect weight change detected" alarm went off, troubleshooting regarding alarm done, and noted that pump was set to pull 30 cc/hr, and pulled 130 cc/hr. Pump was set then at 0cc/hr and it continued to pull 57cc in 20 min. Pump removed. Treatment increase fluid due to pt decrease blood pressure no adverse outcome.